Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information the patient called around 6:30 p.m. With his urinary catheter in his hand and asked what it is. The urinary catheter was found with the balloon sectioned. The patient had another urinary retention and was re-catheterized by a urologist because it is difficult to catheterize.